Manufacturer narrative:
Per internal review on (B)(6) 2021, the bwi medical safety officer concluded that cardiac tamponade is a known complication of procedure that can result in an outcome of death. The product investigation was subsequently completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30471328m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial tachycardia ablation procedure with a ez steer¿ nav ds bi-directional electrophysiology catheter. The patient suffered cardiac tamponade and death. The patient was having atrial tachycardia and was decided to undergo 3d mapping ablation. The physician started placing the catheters but couldn¿t place the cs catheter and finally placed a catheter in right atrial appendage for the reference of carto system. After mapping the right atrium, the earliest signals were found in the septal region and the physician gave 3-4 ablation ¿ ra septal and cs os. Post the same, to confirm and localize the source, if originating from left side, the physician decided to go left atrium transeptally. Post transeptal puncture and positioning the catheter, the physician intimated our cas to collect points. After collecting approx 10-12 points ( 5-8 mins- fam), the physician noticed pressure drop and patient moved to being hemodynamically unstable and droppage in heart rate. The physician took access for pericardial effusion drainage and started draining the same and amidst that the patient was cardioverted twice. The patient suffered a cardiac tamponade which led to death. There was no product malfunction. All deaths where bwi FDA approved ¿ ce mark devices are involved are reportable.